Manufacturer narrative:
(B)(4). Please reference the journal article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26810732. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient experienced right patellar fracture without extensor mechanism disruption approximately one year post-operatively.

Manufacturer narrative:
No devices or photos were received for evaluation; therefore, the condition of the components is unknown. Device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. The product history search and component compatibility assessment both could not be performed as the part and lot number are undetermined. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the investigation, a definitive root cause cannot be determined with the information provided.